Event description:
The customer reported that the alarm and an alarm sensor belt were on a resident in a wheelchair. The resident opened the alarm sensor belt and stood up. The alarm sounded as it should and the staff responded immediately. Unfortunately, by the time they reached the resident ("within a matter of seconds"), he fell and ultimately died as a result of the fall. Note: the customer clarified that the products functioned as intended and that there was no product malfunction. The customer ultimately discarded the alarm sensor belt.

Manufacturer narrative:
(B) (4) - no product malfunction. Product was discarded at the facility. This event was due to user error (in that, the user chose the incorrect product for use on this pt. Posey does offer other more suitable products for pts that require differing levels of restraint. The product chosen performed as intended, there was no product malfunction claimed or identified). (B) (4).